Event description:
The device evaluation identified damaged upstream occlusion seal torn. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that "error code 41622" was confirmed through functional testing per pvt. Upon further investigation found uso seal torn. Replaced uso seal. There was no 12-month service history during the review. The visual and functional testing was performed. After replacing the parts, unit passed all testing criteria. Unit reset to standard configuration.